Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned with the helix found bent/damaged and clogged with blood. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination found the inner coil was over torqued at the connector region and the helix was bent / damaged consistent with procedure. The helix mechanism test was unable to be performed due to the helix being bent / damaged, as received. The cause of helix mechanism issue was isolated to the helix being clogged with blood, bent / damaged and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the lead was found to have dislodged, and the helix was unable to extend. The lead was removed and replaced on (B)(6) 2024. The patient was stable throughout.